Event description:
The patient was undergoing an elective cardiac cath and rigid bronchoscopy to assess for underlying conditions. During the bronchoscopy exam the equipment was unable to be attached to the ventilator system secondary to an incompatible adaptor. The patient became hypoxic, bradycardia and a code was called. The pals protocol was initiated, endotracheal tube was place, return of circulation occurred and the patient stabilized. By report, the general surgical provider attempted to utilize the connecting adaptor as indicated, but the size of the adaptor in the procedure kit did not allow for attachment of tubing to the ventilator. The adaptor should have a small end and a large end to secure into the system. This adaptor had two small ends allowing for leak of oxygen. The adaptor available is a re-usable adaptor. Storz anesthesia adapter for rigid bronchoscopes.